Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to keytones and high blood glucose with blood glucose of 284 mg/dl. Blood glucose value when admitted to hospital was 156 had been 284 on sunday, current bg is 215. The customer¿s events leading to hospitalization was keytones, vomiting and stomach pain. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test. Device was tested with a water fill test reservoir and no bubbles were noted. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.